Manufacturer narrative:
The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility was not aware if foreign object had adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air, but the air/water was poor. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. There were no other issues from the facility or any concerns regarding the reprocessing. The device was returned, and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the nozzle being clogged-removed. There were no reports of patient involvement.